Manufacturer narrative:
Sample receipt information added. (B)(4). Device evaluation: this complaint information was forwarded to the contract manufacturer for csc200, aok tooling. The customer returned samples were received and evaluated. The samples were compared to the specifications for manufacture and no discrepancies were identified. A device history review was performed for the lot number provided and no problems were found. Additionally, aok tooling reviewed samples of the individual mating parts (10) from inventory and inspected the dimensions. The parts met the engineering specifications; no problems found. Carefusion initiated a health hazard evaluation (hhe) which concluded "as low as reasonably practicable (alarp)" risk level. The report was escalated to the carefusion airlife research and development team. A formal corrective and preventative action (CAPA (B)(4)) was initiated as well as project file (B)(4). This project has been resourced with a cross-functional team of experts to investigate and eliminate the issue reported. The team is currently conducting product performance testing in order to select the best possible solution for our customers.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Upon completion of carefusion's investigation and/or receipt of additional information, a follow-up report will be submitted.

Event description:
A customer reported to carefusion an incident with a patient's tracheostomy tube (trach). The respiratory therapist was called to the patient's room at approximately 0500 on (B)(6) 2012. The nurse reported that the trach was occluded. The respiratory therapist attempted to pass a catheter and was unable. A clear 'plastic looking piece' was visualized at the proximal end of the trach. The patient required emergency trach replacement to clear the airway. The replacement was done quickly and without incident. The patient remained stable. Upon inspection of the equipment, the customer advised the silicone dead space reduction ring in the airlife neo-verso airway access adapter (part# csc200) became disconnected and lodged in the patient's trach. An incident report was filed at the customer facility. The patient had a 4.0 bivona tracheostomy tube, connected to a csc200 neo-verso in conjunction with an 8 french in-line suction catheter.